Event description:
It was reported that the patient experienced occasional pocket stimulation causing patient discomfort. The two unipolar leads were capped and replaced with two bipolar leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr06, ipg, implanted (B)(6) 2007. (B)(4).